Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip. A piece approximately 0.183" x 0.661" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported during a da vinci-assisted liver resection procedure that the tip of the force bipolar instrument broke off. The fragment was retrieved and the site completed the case as planned. Intuitive surgical, inc. (Isi) completed follow-up and obtained the following: the instrument was inspected prior to use and there was no damage noted. The customer provided no other details regarding the reference instrument.